Manufacturer narrative:
Result: damaged CPR cable assembly.

Event description:
It was reported by service report that the fowler was stuck, and would not raise or lower properly. It is unknown if there was patient involvement. However, no adverse consequences were reported.